Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the p/r wave amplitude missing/invalid. The invalid data appeared on (B)(4)-2016.

Event description:
It was reported that during an in clinic follow-up it was discovered that the p-wave amplitude trend curve was empty (no data) and a message that states: "data is invalid". The device was able to manually measure the p-waves but not able to interpret them and write them to the weekly trend due to the low measurements. There was no indication that there had been a power on reset (por) previously. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.